Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received off no power anomaly. The customer received unexpected restart alarm. The customer's blood glucose level at the time of incident was unknown. The customer could not run self-test or program time and date. The customer was advised to replace battery and monitor the device.